Event description:
Gambro received a report from a clinic who reported a problem with a clamp assy causing one of the boards to catch fire. The event occurred before starting treatment on a phoenix machine with no pt connected. No smoke or flames occurred, and no clinic staff was injured as result of this event.